Event description:
Catheter migration was reported. Patient experienced pain, pinching in her back; severity was indicated as moderate. A surgical repositioning of the catheter was done on (B)(6) 2011. Drugs delivered via the device were fentanyl, bupivacaine, clonidine, baclofen and dilaudid.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).